Event description:
Report received from the USA stating that the device has a "hole in the outer hose." The event was not related to surgery. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and was found to have a cut/tear in the outer hose near the muffler end. Evidence indicates that this was due to usage and wear over time. If additional information is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
Ref: (B)(4).